Manufacturer narrative:
Evaluation of the returned intraocular lens found it to have evidence of dried viscoelastic residue on the lens, not inconsistent with a lens that has been explanted at implant. In addition, the lens was found to have one distorted haptic. The cause of the distorted haptic was not able to be confirmed, however, it most likely occured as the iol was being explanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Enlarged incision. The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Event description:
It was reported that the patient had a capsule issue. The physician tried to implant the lens, but then had to remove and replace it with an anterior chamber lens. The incision was enlarged to remove the lens.